Event description:
After pt was intubated, staff heard a crack and pop sound. Co2 detector was not picking up co2 on the end of the ett and sats were starting to drop. Second ett was placed by md. No ill effects sustained by pt. First ett balloon was tested prior to insertion. Etiology-unk why balloon became deflated.